Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels. Blood glucose level at the time of the incident was 455 mg/dl, due to having juice and a cookie to treat a low. Blood glucose level at the time of the call was 400 mg/dl, but customer later reported that his blood glucose level had risen to 415 mg/dl. High blood glucose troubleshooting was declined. The insulin pump was not replaced or returned for analysis.